Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
It was reported the catheter was cut during a procedure. An MRI was planned. The patient was not currently receiving the medication.